Event description:
The patient's rehab specialist reported that the patient's pain improved and resolved with generator replacement. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent generator replacement surgery because the patient reported that the device is not working and causes pain. It was reported that the patient presented to the physician on (B)(6) 2014 with an abnormal sensation at the generator site and has had the problem since the generator was implanted approximately 3 months prior. It was reported that the patient has experienced left sided migraine and pain at the generator site. There were no obvious signs of infection and the device settings were reported to be "low." It was reported that the pain was not able to be resolved so generator replacement was decided. Attempts to obtain additional information have been unsuccessful to date. The generator was returned to manufacturer for analysis. Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.